Manufacturer narrative:
Conclusions: during device investigation a micro-leak at the header assembly of the stimulator housing was found. After opening the housing, visual inspection of the electronics showed signs that are typical for humidity ingress. It appears that the device is in an early stage of failure as no electronic malfunction was detected. However, over a certain period of time humidity could impinge on the electronics and cause damage, finally leading to complete failure of the circuitry. The investigation results appear to match the problems mentioned in the recipient report. Other damages found during device investigation are related to the explantation surgery. This is a combined initial and final report.

Event description:
The user did very well for the first year (2008) with the device. The following year the contralateral ear was implanted with a cochlear device. Almost immediately after the recipient began rejecting the med-el device and would not wear the processor. In 2018 the user reported device sounded like static, and when wearing the medel processor it would cause the contralateral device to buzz. With a small increase the level became uncomfortable and caused uncomfortable sensation to the ear, which was extraordinarily loud. The user has been reimplanted.